Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included delivery on (B)(6) 2013, multi gravida and parity 1. Concurrent conditions included adenomyosis, menometrorrhagia, uterine prolapse and fatigue. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding -vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatricproblem : depression") and fatigue ("fatigue"). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure (or any part of the device) removed-no quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding -vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatricproblem : depression") and fatigue ("fatigue"). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure (or any part of the device) removed-no quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding -vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problem: depression") and fatigue ("fatigue"). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure (or any part of the device) removed-no. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.